Event description:
It was reported that a repeated iab catheter restriction alarm occurred on the cardiosave intra-aortic balloon pump (iabp) while in use in a patient and while using a sensation plus 50cc catheter the iabp began to autofill and immediately alarmed iab catheter restriction. The end user tried filling again and the iab catheter restriction alarm occurred again. The iab was removed and a second sensation plus 50cc catheter was placed, the same alarm occurred again. The iabp was switched and the catheter worked fine and therapy was provided accordingly. The first iab catheter was thrown away. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The biomedical engineer at the facility evaluated the iabp and was unable to duplicate the reported issue. The biomed ran the unit with a balloon attached and it ran without issue. The iabp was returned to the department for clinical use.

Event description:
It was reported that a repeated iab catheter restriction alarm occurred on the cardiosave intra-aortic balloon pump (iabp) while in use in a patient and while using a sensation plus 50cc catheter the iabp began to autofill and immediately alarmed iab catheter restriction. The end user tried filling again and the iab catheter restriction alarm occurred again. The iab was removed and a second sensation plus 50cc catheter was placed, the same alarm occurred again. The iabp was switched and the catheter worked fine and therapy was provided accordingly. The first iab catheter was thrown away. There was no harm or injury to patient and no adverse event was reported.